Event description:
According to the reporter, during the procedure, the suction irrigator device got stuck in the cannula. The seal was twisted and they were not able to pull the suction out. The suction was from another company. To resolve the issue in order to complete the case, they used a new cannula. There was no harm caused to the patient. Surgical time was not extended by 30 min or more. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. A suction/irrigation tube was stuck in the port. The envelope seal had been flipped and dragged into the opening of the port. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition can be caused by inserting a device that is too large or has a surface that generates too much friction between it and the envelope seal. The envelope seal can then cause the device to get stuck. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.